Event description:
It was reported that the patient presented to the emergency room due to loss of capture. It was also reported that the lead had high threshold and during explanted the helix of the lead would not retract. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned in segments and analyzed. Analysis revealed that the lead was stretched. It was also noted that there was blood/body fluid on all conductors (not obstructed), the inner insulation was kinked/buckled, the outer insulation was melted and breached cut, there was a white substance on the outer insulation and on the tip electrode, the outer insulation had a cosmetic depression, the helix/lobe was distorted/bent, there was blood in/on the helix/lobe mechanism and there was apparent explant damage.